Manufacturer narrative:
(B)(4). The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The patient experienced a fall, resulting in a periprosthetic fracture and the revision. The event is not due to a malfunction or failure with the corin devices and thus this case is now considered closed.

Event description:
Patient required revision of a trifit cf stem and biolox delta ceramic head after 19 days due to a periprosthetic fracture following a fall.